Event description:
A patient's programming history was received and reviewed by the manufacturer on (B)(6) 2011. High impedance resulting in dcdc 7 was found, happened in 2010 and not reported to the manufacturer at the time of the occurrence. For patient safety, device was disabled at the same date due to high impedance. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received from the reporting physician indicating no further information was available regarding the patient.